Event description:
It was reported to gems that a pt with large tattoos complained of a burning sensation coming from the area under their tattoos. The pt later experienced a raising of the skin. It is stated in the user manual, before scanning, warn patients with permanent eyeliner or other metallic ink tattoos about the risk of skin irritation. The presence of the tattoos was not brought to the attention of the tech before the exam.